Manufacturer narrative:
Iris field service engineer (fse) assisted the customer via telephone on (B)(4) 2015. The fse was able to identify that the tubing from the sample filter to the pipette bypass valve (pbv) was broken. The customer was able to replace the tubing and run control successfully. The system was operational. (B)(4).

Event description:
Customer states iq 200 system is leaking from tubing that comes out of the probe and goes to sample filter. The instrument was also failing focus. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes